Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. While we were unable to definitively determine the cause of this event our investigation, and the physician's statement reasonably suggests the device did not cause or contribute to this adverse event. The lens met all manufacturing specifications prior to release.

Event description:
It was reported the patient experienced an unexpected hyperopic refractive result after implant of the intraocular lens (iol). The physician stated the patient previously had 16 incision rk surgery and that his refractive outcome was not related to the device. The 24.5 diopter iol was replaced with a 21.5 diopter lens, patient is seeing well.